Event description:
It was reported that during an implant attempt, the physician inserted the lead into the header of the implantable pulse generator (ipg) it was not capturing. The ipg was checked through the programmer and it was not sensing or capturing. The physician then examined the lead and the header and they looked fine, so the lead was placed in the header and they physician stated it did not slide in like it usually does. The setcrews were turned and again no capture or sensing on that ipg. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).